Manufacturer narrative:
Analysis: the aso was returned intact, in its original configuration other than fibrous tissue was embedded within the device/polyester patch (albeit for about 30% of the left disc) and small pieces of dried blood were observed. No abnormalities were observed in the returned device. The device's manufacturing records could not be reviewed since the lot number was not provided. However, each device is inspected by certified operators to ensure each lot is acceptable during manufacturing and prior to shipment. Image review: review of the medical records and images by agas medical consultant resulted in the following findings: an aso embolized-dislocated 11 months post-implant. The device was removed surgically and the defect was repaired. The patient did well although no information was available as to the demographics of this patient. Limited images were provided: pre-procedure - one still image of a transthoracic echocardiogram (tte) in 4-chamber view showing the asd was provided. Procedure - no images were provided. Post-procedure - three still images of the follow-up echocardiogram performed in (B)(6) 2010 were provided. All other still images and echocardiographic loops were from (B)(6) 2011, prior to device removal. The pre-procedural tte image showed a secundum-asd with thin superior and av valve rims. No information as to the defect sizing, device sizing or echo was provided. Post-procedure echocardiogram showed that the aso was stable toward the superior rim but tilted toward the tricuspid valve and appeared unstable. All other images and echo loops showed the dislocated device with significant shunting toward the ivc side. The device appeared to be secure toward the svc side. If one were to correlate these findings, the device was found to be tilted in the 4-chamber view but found secure toward the superior rim; it was tilted toward the tricuspid valve in caval view by tee performed in (B)(6) 2011 but secure on the svc side implying the edges of the device were stable toward the svc and superior rims but unstable toward the av valve rims and ivc rims. These findings allude to a device that was tilted at the six month follow-up with worsening of the tilt. Due to the limited information that was provided, it is impossible to know whether this tilt was evident during the implant procedure. Conclusion: according to aga's medical consultant the following conclusions were drawn: the device position likely was unstable when it was implanted which is supported by the fact it was unstable at the six month follow-up based on the still pictures. However, sufficient images were not available to confirm these findings. We have logged this event in our complaint handling system, and will continue to monitor overall product performance to identify any patterns in field events.

Event description:
According to the initial information received, an amplatzer septal occluder (aso) dislodged 11 months post-implant. Since the aso appeared stable with no risk of embolizing further, the aso was scheduled to be surgically removed the next day. Additional details have been requested so we can complete our investigation.